Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion code will be made available following an engineering eval.

Event description:
On (B)(6) 2012, extraction of mantis was performed and the broken screw was confirmed. It is clear when it was broke but it seems (B)(6) 2011. Because although the signs of breakage were not seen with the x-ray in (B)(6), signs were seen with the x-ray in (B)(6). On (B)(6) 2011, it was fixed with penetration of sacroiliac joint. The sr guess that thinness of the cannulated screw and positioning of the screw are the causes. The broken screw was extracted safely and the operation was finished.